Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from meter memory of 42, 77, 62, 74 and 68mg/dl; customer also reported he had obtained an am fasting result of 59mg/dl. The customer¿s expected am fasting blood glucose test result range is 85-100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 05/31/2023 and was not disclosed. The customer did have another vial of test strips (same lot number) that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 139mg/dl using true metrix meter; customer was satisfied with the result obtained. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 28-feb-2022 to ensure the initial concern had been resolved - able to establish contact with customer who stated initial concern was not resolved and requested product replacement. Note: manufacturer contacted customer in a follow-up call on 14-march-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 14-jun-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.